Event description:
Event description: it was reported that the patient came in with loose acetabular component. A vitalock a cup was removed, as well as a 28+6 metal srom head. No indication of any issue with our product. A multi-hole gription cup sz 66 was then implanted with a 36 neutral liner. 36+6 head was trialed and then implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).